Event description:
On a nine (9) month post operative visit, the doctor identified a broken screw (part number 046550, 6.5 mm diameter x 50 mm length, lot h147) in the right s1 from a previous surgery. The post-op visit was related to the patient experiencing radiculopathy, and the doctor identified the cause to be pseudoarthrosis in the right side l5-s1 region. The distributor stated the radiographic image indicated the breakage occurred 1 cm to 1.5 cm beneath the surface of the bone in s1. The doctor was able to remove the head of the screw from the bone, but the residual portion of the screw remained in the patient. The doctor revised the construct.

Manufacturer narrative:
No product was returned for physical evaluation. The representative stated there was a lack of fusion in the l5-s1 region from the prior surgery. He stated the doctor identified pseudoarthrosis in l5-s1 on the patient's 8 month post op visit. He stated the patient did not have any issues on that visit. The representative contacted the doctor and the opinion was the breakage appeared to be from the pseudoarthrosis in right side l5-s1 region.